Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7318t302, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Recall number: a field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 04-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced fourteen different incidents, which were associated with separate units, involving fourteen different patients. This is the tenth of fourteen reports. Refer to 8030647-2018-00328 for the first patient. Refer to 8030647-2018-00329 for the second patient. Refer to 8030647-2018-00330 for the third patient. Refer to 8030647-2018-00331 for the fourth patient. Refer to 8030647-2018-00332 for the fifth patient. Refer to 8030647-2018-00333 for the sixth patient. Refer to 8030647-2018-00334 for the seventh patient. Refer to 8030647-2018-00335 for the eighth patient. Refer to 8030647-2018-00336 for the ninth patient. Refer to 8030647-2018-00338 for the eleventh patient. Refer to 8030647-2018-00339 for the twelfth patient. Refer to 8030647-2018-00340 for the thirteenth patient. Refer to 8030647-2018-00341 for the fourteenth patient. It was reported that the double swivel elbow was detaching and popping off the hme filter, which connected the patient to the ventilator circuit. The issue occurred while the patient was being ventilated there was no reported patient injury.